Event description:
Procedure: low ant resect double staple. Reportedly, the device could not coagulate the tissue properly which resulted in some blood loss. The tissue was treated by suturing. When the output level was raised up, the tip of device was burnt, so the surgeon stopped using it.